Event description:
It was reported that the patient presented with unstable angina and the culprit vessel was a moderately tortuous, mildly calcified, 90%, de novo lesion in the mid circumflex (mcx). Pre-dilatation was performed with a voyager nc 3.0 x 08 mm at 14 atmospheres; however, the 3.0 x 18 mm device could not cross the ostium of cx. A buddy wire was used but the device still could not cross the lesion even with repeated attempts (still inside the patient) due to the anatomy. Force was applied and finally the shaft separated, so the device was removed with no issues. With no additional dilatation, a xience prime 3.0 x 15 mm was deployed. There was no clinically significant delay in the procedure and adverse patient effects. No additional informtion was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: cougar xt; guide cath: ebu 3.5 6f. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the implant and/or delivery system components. The force applied during attempt to cross the target lesion likely contributed to the shaft separation.